Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptable power supply) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. The field service engineer confirmed that the system failed to boot. No patient serious injury or death was reported related to this event.